Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that during the implant procedure of the diagnostic implantable cardiac monitor (icm) the device was oversensing noise. The icm was removed and new location was tried with similar results. The device was removed and an alternate device was implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.